Event description:
A customer reported an issue with the incorrect pump time display, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level as it remained within the normal range. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The customer understood and acknowledged the guidance provided.